Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the imaging system door switch was not engaging. The door switch was not aligned properly. Realigned the switch and verified system functions properly. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that when the imaging system door was closed, the led lights did not illuminate and the pendant displayed "door open." The user attempted to complete the invalidate home procedure, but was unable to do so. There was no patient present when this issue was identified.